Event description:
During use of the da vinci system, it was alleged that the camera arm went limp and "fell on the patient". The surgeon was able to recover by clutching the arm and moving it back to where it needed it be. No patient injury or adverse outcome was reported.